Event description:
It was reported that the basal rate was programmed to 0.80 u/h and it reset to 0.00 u/h. The basal rate reset automatically to 0.00 u/h, this was not the basal rate that was originally programmed on the infusion device.